Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: 5ml/hr. Procedure: na. Cathplace: na. Bolus would not fill. Found as pump was being set up on patient. No adverse event reported. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: received one full pump for evaluation and investigation. Results: visual inspection confirmed that the (pca) button was in the upward position, orange indicator in downward position. When the pinch clamp was opened, the pump infused. The bolus was filled and the orange indicator returned to the upward position after 60 minutes as required. Conclusions: the customer complaint that the bolus would not fill was not confirmed. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. A review of the lot history found no other confirmed complaint for pca issue (inability to fill bolus) for the reported lot.